Manufacturer narrative:
Date sent: 5/9/2008. Serial number = na. Eval summary: the devices were received in good condition. No visable damage was noted. The hand-activation contacts were in good condition. The devices were tested on a generator and it was found that the hand control switch assembly buttons were not functional. However, with foot switch assembly worked properly. Complaint info is trended on a regular basis to determine if further investigation is warranted. Records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a lap appendectomy, the buttoms on the device wouldn't activate the instrument. The case was completed using the footswitch with no consequence to the patient.